Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Evaluation of the submitted log file confirmed slight elevations in power and flow estimation, and low flow hazard alarms; however, a specific cause for these observations could not conclusively be determined, and a direct correlation between the device and the reported events, including the patient's elevated ldh, could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2019. Intermittent power elevations were captured throughout the file, with several recorded greater than 10 watts. Low flow hazard alarms were captured on (B)(6) 2018, when flow estimation fell below the 2.5 lpm threshold. Pump speed remained above the low speed limit for the duration of the file, and the pump appeared to function as intended. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system, and contains information regarding the recommended anticoagulation therapy and inr range. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 2 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient presented with a low hemoglobin and an elevated lactate dehydrogenase (ldh) of 602 u/l (baseline 200s u/l). Device interrogation revealed occasional elevated powers and flows. The manufacturer's technical service representative reviewed the submitted log file and observed power and flow elevations that were mostly associated with pi events. The average pi remained within the normal parameters. No additional information was provided.